Manufacturer narrative:
Continuation of concomitant products: d274drg ICD implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos). The device had alerted for recom mended replacement time (rrt), charge circuit timeout, and long charge time. It was additionally reported the right atrial (ra) lead exhibited occasional oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.